Event description:
It was reported that the user was using the walker when allegedly the walker broke, causing the user to fall and sustain injuries to their back. Note: walker was being used without tips, and wheels from another manufacturer.